Manufacturer narrative:
E1: patient city: (B)(6). Patient country: turkey. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that the patient went to the emergency room (ER) and was subsequently hospitalized due to a blackout caused by a hypoglycemic event on (B)(6) 2025. The patient was initially treated with juice and glucose intake. The blood glucose (bg) level at the time of hospitalization was 50 mg/dl. After the blood glucose level was stabilized, the patient was treated with insulin administered intravenously via pump. The length of hospitalization was less than 24 hours. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. MDR retraction: the initial medical device report (MDR) with manufacturing report number (3003442380-2025-15920), was submitted on 10-nov-2025. However, based on the reassessment and investigation done on 06 feb 2026, it was found that the serious injury was not related to the infusion set and there is no allegation on infusion set. The event was due to sg vs bg discrepancies (sensor issue). Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.